Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for pump malfunction and diabetes related issues. The customer declined to report the hospitalization to the helpline. The customer' did not request anyone to follow up with the hospitalization. No further assistance was needed.